Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4)superseded by mdd CAPA-(B)(4).

Event description:
Asr claim letter (B)(6) received. Awaiting for english translation. Once available this complaint will be updated accordingly. Doi: (B)(6) 2010; dor: unknown; hip unknown.